Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the autopulse platform was performed and the load plate and encoder covers were observed to be damaged. The damaged covers are unrelated to the reported complaint .the autopulse platform is a reusable device and was manufactured on july 2010. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and showed user advisory (ua) 45 (not at "home" position after power-on/restart) to have occurred on (B)(4) 2015, thus confirming the reported complaint. Functional testing could not be performed due to a ua 45 error message that displayed upon powering on the platform. It was determined that the ua 45 was due to the encoder shaft was one revolution off the home position. After the drive shaft was rotated to the "home" position, the autopulse platform was run for 5 minutes using test manikin and lifeband retract check about 10 minutes. No faults or errors were observed. In summary, the reported complaint of user advisory 45 code was confirmed during archive data review and functional testing. To remedy the ua45 fault, the driveshaft was rotated to the "home" position. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. Following the service repair, the platform passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that the user could not clear. No patient involvement was reported. No further information was provided.